Manufacturer narrative:
H6 - problem code corrected to reflect display issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer allegation was not confirmed and the device evaluation found no deviations or non-conformities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope had purple image. The issue was found during an unknown procedure and the patient was not under anesthesia. There were no reports of patient harm.